Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for dka. It was stated that customer did not change infusion set after high blood glucose levels occured prior to hospitalization. Troubleshooting performed and insulin exited during test prime. Customer declined to perform high pressure test.